Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted total colectomy, it looked as if the device tore and broke away from the plastic ring. They used a second device to complete the case with no pt consequence.